Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2015 medical records received. Upon revision, a pseudotumor, metal on metal reaction, and oil like fluid were noted. The information received does not change the MDR decision. This complaint was updated on : (B)(6) 2015.

Event description:
Litigation papers allege pain, numbness, tingling, soreness and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 2/13/2015: sales rep reported revision surgery. Stem and sleeve added to complaint for elevated metal ion levels. Expiration dates for all products added, hip side (right).